Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 26 in the mouth, primary stability was not achieved. The patient decided against placing another implant in the same site. The site was grafted after the failed insertion. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 26 in the mouth, primary stability was not achieved. The patient decided against placing another implant in the same site. The site was grafted after the failed insertion. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.